Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software settings. A field service engineer changed wifi to hardwire and changed settings for speed and authentication. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia system that it had a system performance issue, station is intermittently slow/freezing. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.